Manufacturer narrative:
Device is currently being evaluated by the manufacturer. Add'l info received through a company rep stated that: the physician was trying to decide between a 4.0 stent and a 4.5 stent. Decided to go with the 4.0 stent. After placing the stent, inserted the microcatheter with a coil. The coil became tangled within the stent, and that is when it was noticed that one of the 4 proximal markers had moved to about halfway down the stent. Tried removing the coil, and when they did, they pulled the entire stent out.

Event description:
Boston scientific was notified that during an event one of the proximal markers of the neuroform2 microdelivery stent system appears to have re-adjusted and the marker appeared midway in the 20-mm stent. Placed a second stent after retrieving the first stent. Pt was stable and in good condition.